Event description:
Post market implantable systems registry reported infusion system removed after an implant duration of approximately 4 months. The pump pocket was reported to appear reddened and inflammed, with purulent discharge noted. Hcp reported cultures were positive for staph aureus and bacillus spp. Add'l info has been requested from the hcp.